Manufacturer narrative:
Root cause: the defective sample was not returned for evaluation, and no issues were identified during review of internal documentation. A root cause cannot be determined. Corrective action: a corrective action was not taken due to the root cause determination. Investigation summary: an internal complaint (call (B)(4)) was received for an electrosurgical pencil (part 88-000006) that inadequately cut, resulting in the patient sustaining a burn injury to the skin. The defective device was not returned for evaluation. The device history record for the affected part was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. A continuity test is performed on the sub-assembly during manufacturing. This test verifies that the device performs cutting and coagulation functions. One work order was found in storage for the applicable sub-assembly. Eighty units were inspected and no issues were found. Internal complaints were reviewed for a period of two years for similar issues. No similar issues were identified. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
Activation of the diathermy resulted inadequate cutting that resulted in a superficial skin burn requiring excision.